Event description:
It was reported by the nurse practitioner that the patient has sleep apnea associated with vns stimulation. The nurse practitioner indicated that the patient had "always had sleep apnea", however, it was first noted as having an association with stimulation in notes dated (B)(6) 2010. The patient was noted as otherwise doing well in relation to vns and the vns is functioning normally. The nurse practitioner plans to adjust the patient's vns parameters to try and reduce the sleep apnea but does not plan to stop the vns therapy.